Manufacturer narrative:
Investigation of the incident included the analysis of the system database and system optical coherence tomography (oct) recording from this procedure. From the analysis of the system display recording, there were no anomalies found in the database. It was noted by the (B)(6) clinical application specialist (cas) during the procedure, the surgeon did not use continuous curvilinear capsulorhexis (ccc) technique to extract the capsule disc, as explained during surgeon training of the catalys procedure. The catalys system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy."

Event description:
It was reported that a pt, who underwent anterior capsulotomy and lens fragmentation with the catalys system (system), experienced an anterior capsule tear during the procedure. It was noted during the surgical procedure the physician did not use continuous curvilinear capsulorhexis (ccc) technique to extract the capsule disc as explained during surgeon training of the catalys procedure. The surgeon decided to use aspiration to remove the capsule disc and the tear was noticed after the aspiration procedure. No add'l complication(s) or medical intervention were reported. The pt was successfully implanted with an intraocular lens and the surgery ended with no other complications.